Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the emergency room after receiving a vibratory notifier for non-sustained lead noise. The device was post-paced- t-wave oversensing. Programming changes were made. No further information is available.